Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Microscopic examination of the device identified the cylinder 1 had broken fabric threads from wear in the proximal end of the cylinder and also the outer sleeve was torn in multiple places from wear from the distal end to the middle of the cylinder. This cylinder also had wear at fold in the proximal end and middle. The cylinder 2 presented the outer sleeve was torn in multiple places from wear from the distal end to the middle of the cylinder, a hole at corner of a fold and broken fabric threads in the middle and had wear at fold in the proximal end and middle. A leakage test was performed; this confirmed cylinder 1 had a bulge in the proximal end of the cylinder when inflated with syringe and cylinder 2 had a leak at corner of a fold in the middle of the cylinder. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the cylinder was explanted and returned, and the analysis performed confirmed it has broken fabric threads from wear in the proximal end of the cylinder. The outer sleeve was torn in multiple places from wear from the distal end to the middle of the cylinder and it also has a bulge in the proximal end of the cylinder when inflated with syringe.